Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator black wire. The pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. It was noted that the pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is not vibrating. Customer does not state that the pump did not vibrate when they pressed act after using the up arrow button to set an easy bolus amount. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.